Event description:
Left coil fell out into uterus after being in there almost 3 months!! I have nothing but bloating and all over body pain since I have has these things. Depression and anxiety have also increased by over 90%.